Event description:
It was reported that the patient had an impedance issue, shocking or jolting sensation, and a loss of therapeutic effect. The action required as a result of the event was replacement. It was noted that diagnostic testing or troubleshooting of impedance testing and reprogramming were performed. It was unknown if the lead issue was resolved and the cause of the issue was determined. It was reported that the lead and implantable neurostimulator (ins) were explanted and during the surgical procedure they noticed that the lead snapped and a portion of the lead was stuck in the ins. Additionally the lead was very twisted. It was noted that the patient had a loss of stimulation. Both the ins and lead were replaced and would be returned. It was stated that the ins issue was resolved and the cause of the issue was unknown. The patient status was alive with no injury. It was noted that the patient symptom associated with the event was shocking at the device pocket and at the lead location. The patient had lost a significant amount of weight.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va0224q implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4) product type: programmer, patient. Product ID: 3889-28, lot# va0224q, implanted: (B)(6) 2013, explanted: (B)(6)2014, product type: lead. (B)(4). Analysis of the tined lead (va0224q) found that all conductors were broken due to overstress damage near the # 0 connector. All conductors were broken due to overstress damage 3.0 cm from the distal end of the medial segment. It was noted that the lead body outer insulation was twisted.